Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reporter that the procedure was performed to treat a lesion in the left anterior descending (lad) coronary artery with mild calcification, mild tortuosity and 90% stenosis. After pre dilating the vessel with a 2.0x12mm balloon, the 3.0x15 mm xience v stent was used at 10 atmospheres. A 3.0x12 mm non-compliant balloon was used for post dilatation at 18 atmospheres and a distal edge dissection was noted. Another 3.0x12mm xience v stent was used to treat the dissection and complete the procedure. There were no adverse patient sequela and no clinically significant delay reported. No additional information was provided.